Event description:
A toshiba CT unit went down during a study. Service was called and unit was operational. The next morning, when the machine was turned on, it was not operational. The machine would not scan and could not warm up or run phantom images. 3 pts were rescheduled. Two pts were rescheduled on the day the CT unit went down during a study. Service was called but is currently unavailable due to another down unit within our system. Manufacturer response for CT scanner, (brand not provided) (per site reporter): may be problem with power supply.